Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compression and displayed an unknown error code followed by the prompt: "realign patient" error message was confirmed. The cause for the reported complaint was due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message that was observed during functional testing and archive data review. The root cause of the ua 17 was due to a defective drive train, likely due to a defective component. No physical damage was observed on the autopulse platform during visual inspection. Unrelated to the reported complaint, noticed that the encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. Deburring and filing of the clutch plate were performed to remedy the problem. The impact of sticky clutch was not severe enough to make the platform non-functional. During archive data review, user advisory (ua) 17 (compression tracking error) and ua 2 (compression tracking error) error messages. The root cause of the ua 17 and ua 2 were due to a defective drive train. During functional testing, the autopulse platform stopped compression repeatedly to ua 17 during the run-in test using the 95% patient large resuscitation test fixture (lrtf). Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use (male, (B)(6), and 6'2") on cardiac arrest patient, the autopulse platform (sn (B)(4)) stopped compression and displayed an unknown error code followed by the prompt: "realign patient" error message. The crew, immediately performed manual CPR. Patient expired. According to the reporter, the patient outcome was not attributed to the device.